Event description:
The customer stated that there was "no alarm transfer" to the central station. No patient harm was reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.